Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Additional summary: the actual device returned for evaluation and not in its original packaging. The active tip is completely missing from the distal end of the device. The missing section of the active tip is not returned with the electrode. The fracture faces of both active and return sides of the loop indicate signs of a brittle fracture. From the investigation and based on the evidence available we have determined the brittle fracture of the active tip can be attributed to activation of the electrode tip inside the beak of the resectoscope. Cause code: user / use error / wrong handling - use error / excessive force;

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Product release date: december 2017; product expiry date: october 2022. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hysteroscopy for removal of myoma on (B)(6) 2018. During the procedure, the device ruptured. The device worked for half of the procedure and broke the loop of the device. No additional information was provided.

Manufacturer narrative:
Pc-000187452 date sent to the FDA: 08/13/2018 additional information.